Event description:
It was reported that there was a loss of stimulation/therapeutic effect and the patient never had therapeutic effect. Impedance testing, x-rays, and reprogramming had been done. It was noted that the patient had been through a revision already. She had numbness/weakness to her right arm and was unsure if it was related to the spinal cord stimulator (scs). She also had headaches recently and was taken to the emergency room (ER) on (B)(6) 2014 with stroke symptoms. It was determined that the symptoms were the result of chronic migraine headaches. She felt as if the scs had not helped as the trial did and that enough programming/adjustments had occurred and she preferred that the system be removed. The patient was noted to be alive with no injury. The date of the planned explant was (B)(6) 2015. Follow-up was performed to determine how the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 977a290, lot# va0p8st032, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient . (B)(4).